Event description:
The facility representative reported a colleague infusion pump with a hole in the screen; this condition had the potential to interrupt delivery. It is unknown when this condition occurred in the "spu" department. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with a hole in screen was confirmed but not reproduced. The root cause was not identified. No repairs have been performed due to the customer's refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. Should additional information be received, a follow-up medwatch will be submitted.